Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient woke up around 1:00am and checked her dexcom. The patient noticed her bg (blood glucose) levels were at 350 mg/dl. Her husband drove her to the ER (emergency room). When they arrived, the nurses checked her bg levels and they were at 137 mg/dl. The doctor came in and said that she was really dehydrated and so they gave her an IV bag and she used up 2 bags in one hour. She went home around 3:15am, woke up around 6:15am and checked her levels they were 238 mg/dl. A few minutes before calling, her dexcom read her bg levels at over 400 mg/dl. Her husband gave her a shot of insulin and it went down while on the call to 396 mg/dl then read over 400 mg/dl again. It could not be determined about the pink slide status as she was still wearing the pod at the time of the call.